Event description:
On (B)(6) 2012, the user in (B)(6), contacted lifescan to report error 4 error message with the one touch verio pro meter. The issue was not resolved. There was no report of patient injury associated with this issue.